Event description:
It was reported that while doing a tonsillectomy and adenoidectomy procedure, eschar built up on the es active electrode. While cleaning the electrode on an abrasion pad (tip cleaner) the insulative sheath tore open on the tip of the electrode. The tear was approximately 1/8" long. There was no pt involvement and the procedure was completed using another es active electrode.